Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - right, reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient - for left hip please see (B)(4). Update 2 feb 2015 - revision surgery now scheduled for (B)(6) 2015. Update - received confirmation that revision has taken place. Taken from (B)(6) dated (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to take place on (B)(6) 2015 asr xl - right reason(s) for revision: alval / soft tissue reaction ** bi-lateral patient - for left hip please see com 080955 ** **update** 2 feb 2015 - revision surgery now scheduled for (B)(6) 2015 update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 3rd march 2015 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.